Manufacturer narrative:
D10 ¿ device available for evaluation: device not to be returned. Investigation/evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a similar product experiencing the same failure mode was investigated under medwatch report#: 1820334-2019-01101. The physical examination of this complaint device found that a leak was present between the connector cap and hub, but the device was confirmed to be measured within specification. The conclusion for this investigation was cause not established. Due to the similarities between the devices and the failure modes, it is likely that the two events have a similar cause. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record found no related non-conformances with the device lot or sub-assemblies. A review of reporting software found no additional complaints for this lot. Compiling this information, there is no evidence suggesting nonconforming product exists in house or in field. Based on the information provided, no returned product, and the results of the investigation, a definitive root cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane mac-loc locking loop multipurpose drainage catheter leaked during flushing prior to patient contact. As reported, "dr. (B)(6) was performing a nephrostomy exchange, when the drainage catheter was flushed, it leaked at the hub." As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The device did not make patient contact.